Event description:
It was reported that during the second stage implant procedure, the physician connected the new deep brain stimulation lead to the previously implanted lead extension and most contacts displayed high impedances. It is unknown if the issue was present at the original implant stage or caused at this second stage implant procedure. However, the physician replaced the lead extension with a new extension which resolved the impedances. The original lead extension was cut at both the proximal and distal ends and a portion remains in the patients neck. There were no reported complications and the patient was doing well postoperatively. The explanted lead extension portions were discarded by the medical facility.

Event description:
It was reported that during the second stage implant procedure, the physician connected the new deep brain stimulation lead to the previously implanted lead extension and most contacts displayed high impedances. It is unknown if the issue was present at the original implant stage or caused at this second stage implant procedure. However, the physician replaced the lead extension with a new extension which resolved the impedances. The original lead extension was cut at both the proximal and distal ends and a portion remains in the patients neck. There were no reported complications and the patient was doing well postoperatively. The explanted lead extension portions were discarded by the medical facility.